Event description:
It was reported that there was a red call doctor icon (rcd) on this patient's communicator. Technical services (ts) assisted the patient with troubleshooting including a power cycle and server call which verified that data could be transmitted successfully from the communicator. Upon review of latitude remote monitoring, it was discovered that there was a red alert for low out of range pacing impedance measurements less than 200 ohms on the right atrial (ra) lead. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that there was a red call doctor icon (rcd) on this patient's communicator. Technical services (ts) assisted the patient with troubleshooting including a power cycle and server call which verified that data could be transmitted successfully from the communicator. Upon review of latitude remote monitoring, it was discovered that there was a red alert for low out of range pacing impedance measurements less than 200 ohms on the right atrial (ra) lead. When patient was in clinic, the system was reprogrammed to unipolar configuration which demonstrated a decrease in the impedance. No adverse patient effects were reported. Currently, this pacemaker remains in service.